Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited some t-wave oversensing (twos) on a non-sustained ventricular tachycardia episode after an appropriate shock was delivered. No twos was noted on the current electrogram. The lead remains in use and no programming changes were requested. No patient complications have been reported as a result of this event.